Event description:
It was reported that during a surgery the insert did not lock into the left tibial baseplate. It was found that the trailing edge of the insert and the joint of tibial baseplate did not match. The total delay of the surgery was 70 minutes and another device was used to complete the surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated surface damage and damage to the locking detail and distal face. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A clinical analysis indicated that based on the information provided, the connection problem was likely related to the procedure to implant the s&n device and not due to the s&n device itself. The surgery completed with a back-up device. Reportly, the patient is now doing well; therefore, no further harm to the patient has been anticipated. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated.